Event description:
Ous MDR - after an implantation period of about 12 months, oversensing with an inappropriate shock was reported. Apart from the shock, no further adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis demonstrated a rubbed through insulation in the distal part of the lead. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the rv shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.